Event description:
The event involved a microclave® connector where it was reported the connector was broken. The intention for use is infusion. It was also stated that, when the patient was given infusion, it was found that there was liquid leakage at the positive pressure connector, and the inspection found that the connector was broken. There was patient involvement, but no harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.